Manufacturer narrative:
Testing and investigation received one new sample with the list number 142560488 and lot number 897455h, on 04-02-2019. The evaluation has not been completed.

Event description:
The customer contact reported the filter on the infusion set became wet due to leaking, after approximately 20-30 minutes during the initiation of the drug therapy, etoposide. The tubing set was changed and the therapy resumed. The chemotherapy spill was cleaned up per protocol and did not come into contact with the patient or healthcare provider. Additionally, there was patient involvement, but no adverse event, harm or delay in critical therapy. No further information has been provided.

Manufacturer narrative:
Contact name. On (B)(6) 2019, testing received a new plum tubing set from the customer. During the leak test, a leak was identified from the filter inlet vent at low pressure. The customer reported experiencing a leak from a filter vent; however, this cannot be confirmed based on the returned sample, which was new, in the package and unopened. The actual sample involved in the event was not returned for testing and investigation. The probable cause of the observed leak is a hole in the filter vent material. The exact cause of the leak has not been determined at this time. A manufacturing batch record review was completed, and there were no discrepancies that may have contributed to the complaint. The quality inspection of the final visual and physical evaluations indicated that the product met specification requirements.